Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, crease fold and yellow particles on the shell. Weight measurement identified the weight of the device was within specification. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side exchange of implant "due to voluntary recall." Healthcare professional additionally reported "capsular contracture," baker grade unknown. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side exchange of implant "due to voluntary recall." Healthcare professional additionally reported "capsular contracture," baker grade unknown. Device was explanted.